Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. No event date was set. No part was returned despite several requests. Our field service engineer confirmed the reported pre-use check failure. After cleaning all silicon parts and re-seating all connections the ventilator unit was still failing the internal leakage test. A different expiratory cassette and test tube was tried. After replacing a pressure transducer printed circuit (pc) board, the ventilator passed pre-use check. The ventilator unit passed all calibration, function, and safety tests and was returned to customer and cleared for clinical use. The evaluation of received device logs shows that pre-use check sometimes succeeded and sometimes failed on the internal leakage test. The conclusion in this matter is that our field service engineer troubleshooted the ventilator according to the recommendations in the service manual. A pressure transducer pc board was replaced, which resolved the issue. The pressure transducer pc board was most probably defective, but this cannot be confirmed due to lack of returned part.

Event description:
Importer ref. #: cc-cpl-(B)(4). Manufacturer ref. #:(B)(4).